Event description:
Unable to confirm if the planned fem-fem bypass procedure was completed. The complaint file will be reopened and updated if additional information is received at a later time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of left side common iliac artery occlusion due to a lack of imaging surrounding the reported event. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be pending a fem-fem bypass after a unsuccessful secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, a left limb occlusion of the bifurcated afx2 device was detected. A second physician elected to recannulate the patient on (B)(6) 2019, however, the procedure was unsuccessful. At that time, the physician also noted that the left limb of the main body had thrombosed and the patient reported discomfort of the legs, although it was confirmed that adequate blood supply was being supplied to the limbs. The physician plans to perform a fem-fem bypass with no explant and will continue to monitor the patient. There have been no additional patient sequelae reported.